Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high ketone levels and was subsequently admitted to the emergency room on (B)(6) 2022. Her blood glucose level was reported as 29-500 mg/dl. However, her health care professional assessed the ketone level as not dangerous/ life threatening. She believed that she might have had covid as well as a bent cannula which caused this issue. The infusion set had been used for three days. During hospitalization, she was administered fluids of saline, insulin, and an unspecified medication (drug name unknown) intravenously which resolved the issue. On (B)(6) 2022, she was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.